Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty to insert and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. Three sterile devices with the same part and lot numbers were returned. Testing could not replicate the reported difficulty to insert and difficulty to remove. Based on visual and functional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, resistance was felt during introduction of the starclose se device into the anatomy. Possible cause is "hard tissue" on top of the vessel, but no plaque was noted at the access site. After deployment of the clip, there was difficulty encountered removing the device. An attempt to remove the device utilizing all the safety release features was unsuccessful. The patient was taken to surgery and the starclose se device was surgically removed. During removal of the device, reportedly, the surgeon destroyed the tip of the clip delivery tube. Hemostasis was surgically achieved. There was a reported clinically significant delay in the procedure. The level of anesthesia used initially during the procedure was local; however, when the patient was taken to surgery, general anesthesia was administered. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).